Event description:
Additional information was reported that pt called from number registered saying she hasn't been able to find a health care provider (hcp) that will see her and has been trying since april. She said she tried the doctors given over the phone last time, but they said she needs a referral, and pt does not have a family doctor to get a referral from. Patient services (pss) offered to mail the entire list to pt so she can try more doctors, pt accepted. Pt then said she is in so much pain because her ins hasn't worked since her fall (documented in this case).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient can not get stimulation from their ins anymore. The patient had a fall a month ago and turned he stimulation off because a lot of test had to be done. They then tried to turn stimulation back on, but the stimulation stopped working. The patient last felt stim about a month ago. The patient tried to connect the programmer and recharger after the fall and the stimulation stopped abut was unable. They could not get past the communicating with neurostimulator screen with the programmer. They were unable to charge the ins with a fully charged recharger. They see the reposition the antenna screen. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated.